Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following section could not be completed with the limited information provided: manufacture date.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to the locking bar backing out. During the procedure, the polyethylene tibial bearing and locking bar were replaced.